Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a crack on the screen. Customer also states that there is black liquid on the insulin pump. Advised customer that the black liquid is from the lcd screen. The insulin will be replaced. Nothing further reported.